Event description:
Device 1 of 2. Reference MFR reports: 1627487-2013-21423. It was reported the patient stopped using the scs system approximately a year ago due to experiencing uncomfortable pocket heating aat the ipg site while charging. As a result, the ipg was found to be inoperable and communication could not be established. Subsequently, the patient's ipg was explanted and replaced which resolved the issue. On 08/01/2012 st. Jude medical, neuromodulation division sent field action letters to patient relating to heating while charing and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.